Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The gui printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator graphical user interface (gui) display was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.